Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Since the implant duration of the valve is unknown, as a conservative approach, an implant duration of both less than 5 years and greater than 5 years is being considered. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. IFU review unable to be performed as the model is unknown. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported that a patient with a 29mm edwards surgical valve in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to pulmonary insufficiency and stenosis. The tpvr procedure was performed with a 29mm 9600tfx transcatheter valve. The patient was noted to be doing great post procedure. The team felt that the surgical valve lasted as long as it should.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm edwards surgical valve in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to pulmonary insufficiency and stenosis. The patient initially presented with shortness of breath. The tpvr procedure was performed with a 29mm 9600tfx transcatheter valve. The patient was noted to be doing great post procedure in stable condition. The patient was discharged on pod #1. The team felt that the surgical valve lasted as long as it should.